Manufacturer narrative:
Event conclusion cpi analysis confirmed the abrupt high pacing rate. The abrupt pacing was caused by a accelerometer which became stuck. This phenomenon has been address with corrective action on 4/22/1993. This ipg was mfg prior to that date.

Event description:
Event description cpi received information stating that this implantable pulse generator (ipg) was explanted due to a burst of high rate pacing during the magnet test at a follow up. Patient experienced syncopal event. The unit was explanted.